Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities noted with the pump. Tow sutures were attached to both cylinders. No functional abnormalities noted with cylinder 1 or cylinder 2. The information received indicated there was a pump tubing fracture; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a pump tubing fracture. No other adverse patient effects were reported.